Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xact ((B)(4), lot# 0062561) heparin emobolic protection: emboshield nav6 ((B)(4), lot# 0091451) there was no reported product deficiency. The reported patient effects of cerebrovascular accident, headache, intracranial hemorrhage and seizure are known adverse events as listed in the products no fault risk assessment report. Additionally, cerebrovascular accident (stroke), headache, hemorrhage and seizure are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010 the patient underwent stenting in the left internal carotid artery with two xact stents. On (B)(6) 2010, the patient experienced a stroke. Symptoms included headache, shaking, right sided weakness, seizure-like activity that included twitching of right side of face and right arm. CT results revealed infarction of the left middle cerebral artery with several small hemorrhagic components. Treatment included nipride and holding of the patient's anti-platelet medications. The patient's condition continues but is improved. The patient was discharged on (B)(6) 2010 to a rehabilitation facility. Though requested, no additional information was provided.